Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
(B)(6) hospital is having an issue with the tve en tvi, there is (again!) A large gap between this 2 values. Information below comes directly from the intensivist that was involved in this patient. Very experienced with our ventilators. And not amused understandable. Situation: · patient with copd and a bronchospasm on the c6 ventilator · mode: ps and later after sedation switch to scmv · set tidal volume: 550 · set frequency : 10 x · set I:e ratio : 1:6 and later 1: 7 · set peep: 1 ventilator is not able to reach the tidal volumes, changes all the time (250/350/450) leak is 15-20 % there was no leak of the cuff, they switched to a new flow sensor, hoses were replaced and the expiratory valve was also replaced. Even the filters. Patient had a desaturation, doctor took him on the balloon without problems, no high peak pressure or problems with the compliance after all the problems above they made a switch to the c3 and with the exact same settings and circuit etc, the problem was solved. See the screenshots below and the logfiles attached.